Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a sharp shocking or jolting sensation from the right implantable neurostimulator and diminished tremor control. Reprogramming lessened the shocking but caused tingling around the mouth and arm that persisted when the ins was turned off. Impedance readings were >2000. X-rays were taken with nothing noted. Add'l info has been requested. A f/u report will be sent when add'l info becomes available. See MFR report #3004209178-2011-05013 regarding the pt's other deep brain stimulator system.